Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 8 months after the dental implant was placed in ada site 10, the implant lost osseointegration in type iii bone. Clinician reports poor bone quality/quantity, bone resorption, inflammation and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that fenestration occurred during surgery and immediate implant procedure was performed.

Event description:
The clinician reported that 8 months after the dental implant was placed in (B)(6) site 10, the implant lost osseointegration in type iii bone. Clinician reports poor bone quality/quantity, bone resorption, inflammation and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)